Event description:
It was reported to manufacturer that the physician's hand held screen would freeze upon successful interrogation of vns patient's device. Re-seating the flashcard would temporarily resolve the frozen screen, however, the event was becoming more frequent and the site requested a new hand held. The non-working device has been sent back to manufacturer and analysis is underway.